Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the surgeon alleged insufficient sealing of the vessel sealer instrument when used on a gastric mesentery tissue, and the patient experienced bleeding. The surgeon was unable to control the bleeding. As a result, the surgeon converted to an open surgical procedure. On 15-oct-2021, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: on (B)(6) 2021, a patient underwent a da vinci-assisted distal gastrectomy surgical procedure. It was stated there were two console surgeons. Two hours into the procedure, the second console surgeon (assistant) conducted part of the procedure. The assistant surgeon used the vessel sealer extend (vse) instrument for processing the gastric splenic mesentery around the gastrosplenic ligament. At that time, the patient experienced bleeding. The estimated blood loss was about 1600-1800ml. Hemostasis attempts were unsuccessful. As a result, the procedure was converted to a laparotomy. The surgeon confirmed the following: the vse instrument was used for approximately 30 minutes with no issues. There were no system errors. There were audible tones indicating the sealing cycle was complete. The jaws of the vse instrument did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws of the vse instrument were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was tissue effect seen during the sealing cycle. There was no blood transfusion rendered to the patient. The surgeon commented: the cause of bleeding is unknown at this time. The sealing may have been inadequate. It is presumed that bleeding is from a vein running in the gastrosplenic ligament.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend involved in this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint that sealing may not have been sufficient. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. Energy was delivered without any issues and the instrument passed a cut test. The knife slot measured at 0.027 and the jaw gap verification passed at 0.00. The grip force test was performed and passed on all orientations. No errors occurred during in-house testing. The instrument was fully functional. A review of system logs showed no failures. The root cause is attributed to non-device related factors. A follow-up MDR will be submitted if there is additional information obtained. A review of the device logs for the vessel sealer extend (part # 480422-01, lot / serial # (B)(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. A review of the site's system logs for the reported procedure date of (B)(6) 2021 was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video recording is available for review. This complaint is reportable due to the following conclusion: during a da vinci-assisted distal gastrectomy surgical procedure, the surgeon alleged insufficient sealing of the vessel sealer extend instrument when used on the gastric mesentery vessel, and the patient experienced bleeding. The surgeon was unable to control the bleeding. As a result, the surgeon converted to an open surgical procedure. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. .